Event description:
It was reported by the user facility that while loading a (B)(6) patient into the ambulance, the power pro would not raise to full height. The emt's had to the raise the cot manually the rest of the way in order to load the patient. While attempting to load the patient one emt injured their shoulder and was placed on light duty. The patient was not injured during this event. It was reported that the ambulance may not have been dumped/lowered to it lowest position during this event.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-10417. The serial number (B)(4) and catalog number 6500000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # # 0001831750-2013-10417 for full reporting.

Event description:
It was reported by the user facility that while loading a (B)(6) lb patient into the ambulance the power pro would not raise to full height. The emt's had to the raise the cot manually the rest of the way in order to load the patient. While attempting to load the patient one emt injured their shoulder and was placed on light duty. The patient was not injured during this event. It was reported that the ambulance may not have been dumped/lowered to it lowest position during this event.